Manufacturer narrative:
(B)(4). Age/date of birth: unknown. If explanted; give date: na (not applicable) - to date, the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
A patient contacted amo to report that she had two (2) tecnis implants after cataract surgery, a 2.75 diopter in the left and 3.25 in the right eye. The patient reported her vision is worse than it was before the surgery even with the cataracts. ''I cannot read more than 2 pages, I get very blurry vision, I cannot drive at night anymore and I see the halos, starburst, and the rings on the implants around all the lights, day & night. My doctor has tried various drops to help with the night vision but nothing has worked.'' Patient reported she started having the starburst, shadows, and the circles after the second lens implant on (B)(6) 2015. The eye drops used have only been artificial tears, refresh advanced, refresh optive, systane, soothe, and for the night driving aphagan(p) which didn't work, and the doctor mixed a special one for night driving for blue eyes, that doesn't work either. Patient reports she is now getting floaters and tenderness in her eyes, and also swelling under her eyes that started after the second surgery. Patient states she wants to have the lenses removed if possible and go back to wearing glasses, her vision is getting worse and she is unable to drive at night and can no longer do it. Patient saw her doctor and reported that the doctor stated he is confused about why the patient is seeing the circles around the lights day and night. The doctor stated that patient now has astigmatism in both eyes and he can correct that with laser surgery and that may help with the shadows. But not with the circles. Patient states she can't seem to get my eyes to stay focused for very long. The doctor enhanced the eyes drops he mixes to see if the patient could see better at night with these. Patient states, she will try them and see if they help with anything. Patient states she has to wear sunglasses at night because everything is so bright, these new drops are suppose to help that to. Patient stated she is going to have the laser done to correct the astigmatism in the left eye. She has not had any luck with the drops the doctor made for her night vision. Artificial tears are the only other drops patient reports using. Patient still see the halos, circles, and starburst around the lights. The headlights are the brightest and the colored and led lights are the worst. Patient reports that when someone steps on the brakes, she sees all of the things she has mentioned and they are very bright. Patient is very unhappy with the results of this surgery and still cannot read more than 1- 2 paragraphs at a time before her vision blurs. ''The multi-focal lenses and me are not getting along.'' The patient has a lens implanted in her right eye and a separate MDR will be filed for this right eye lens implant. This MDR represents the lens implanted in the patient's left eye.

Manufacturer narrative:
Visual inspection/product testing was not performed as the complaint device was not returned for analysis. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information was received the patient will require reading glasses again, as her eyes could not focus when reading a few sentence. She also stated that the spider webs are more prevalent in the right eye. She sees them around all the red, green and yellow lights. She's also experiencing star burst, spider webs and shadows from headlights. The double vision on the tv has worsen. Additionally, her physician told her that she has a secondary cataract in the right eye. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information: additional information was received from the patient stating that she is still continually having visual disturbance such as spider webs and star bursts. Additionally, patient may have developed another cataract in the right eye. Her physician alleged that the shadows are from the implant. Patient states seeing circles in the intraocular lens (iols) around all lights. Furthermore, patient has double vision around street signs at night and when watching tv. Patient has canceled her surgery to have the cataract removed. Patient's physician states that she is an anomaly; patient plans to see a new doctor. This report is being filed for the patient's right eye. (B)(4). All pertinent information available to abbott medical optics has been submitted.